Event description:
Knee revision surgery on the left side performed at about 1 year 11 months after the primary. Ligamental instability on the internal part and patient dissatisfaction with pain since the primary surgery. Loosening of the femoral component found during the revision surgery, no loosening of the tibial plate. No infection. Explantation of all the components and implantation of competitor revision implants.

Manufacturer narrative:
Batch review performed on 15 february 2024. Lot 2114934: (B)(4) items manufactured and released on 21-dec-2021. Expiration date: 2026-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional items involved in the event, batch review performed on 15 february 2024. Gmk-sphere 02.12.0005l femoral component sphere cemented size 5 l (k1214169) lot. 2112010 lot 2112010: (B)(4) items manufactured and released on 14-dec-2021. Expiration date: 2026-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 2114765. Lot 2114765: (B)(4) items manufactured and released on 27-jan-2022. Expiration date: 2027-01-13. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.